Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Product event summary: (B)(4). The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2010 (B)(6); 419688 implantable pacing lead implanted: 2010 (B)(6); 5076-45 implantable pacing lead implanted: 2007 (B)(6). (B)(4).

Event description:
A call was received from the clinician requesting review of a remote monitor transmission. The transmission occurred due to triggering of a lead integrity alert (lia). During the conversations it was reported that the patient is deceased. The transmission was later successfully able to be retrieved and was reviewed. Technical service review of the transmission with the clinician noted that the patient had ventricular fibrillation (vf) and received six shocks without successfully terminating the rhythm. The lia is noted to be due to nonphysiologic sensing and elevated short interval counts (sic). Additional information related to the cause of death and circumstances of death have been requested and not received.